Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was hospitalized in intensive care due to svt episodes. The physician interrogated the device and suspected that one episode was a true vt, but diagnosed as svt and no therapy was delivered. The physician reprogrammed the device. All electrical values were good. The physician will monitor the patient. No further information is available.